Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was duplicated and verified. Investigation isolated the issue to the reed switch sw5. This device was archived and the customer received a replacement device.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.